Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. It was reported that during set up, prior to patient use, the nurse noted that the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was removed from clinical service. Therapy was initiated using a replacement device. There were no reports of any adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.